Event description:
It was reported the patient underwent a procedure on (B)(6) 2014 for permanent scs system. The patient's pain pattern is left leg and foot. The procedure was performed under general anesthesia. However, after the procedure, the patient reported right foot pain. Stimulation aggravated the pain in the patient's right foot. Impedance readings were normal. The physician prescribed the patient steroids and lyrica. F/u info revealed the patient's issue with her right foot has resolved and the patient reported effective stimulation coverage in her left foot.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.